Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer 4 did not open. The customer tried to recover the storage space, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer did not open. A field service engineer (fse) found that the open close sensor was not seated properly in hardstop. Further the fse reseated the sensor to the center and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.